Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit received pump error during self test due to corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was water inside the insulin pump. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.